Event description:
It was reported that an acl procedure was completed using an ambients super turbovac 90 ifs. Post-operative the physician noticed that the pt had sustained a burn. The physician concluded that the suction line on the wand was not properly connected and that the burn was likely caused from not saline running out of the suction hose. No other info concerning this event was available.

Manufacturer narrative:
No lot number was provided by the reporter, therefore no date of manufacture of expiration can be provided.